Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter, one of the tricuspid leaflets in the right ventricle was torn. After performing 2 sets of 3 ablations to the cavotricuspid isthmus (cti) line, they wanted to position the farawave catheter closer to the inferior vena cava (ivc) to perform another lesion set. They lost access and the farawave catheter went into the right ventricle (rv) through the tricuspid valve. The catheter became lodged in a leaflet and while freeing it, a tricuspid leaflet was torn. Ablations to the cti are considered off label use as the farawave catheter is only indicated for pulmonary vein isolations. The catheter was successfully freed, and no tissue was seen on the device when it was removed from the body. No interventions took place for the torn leaflet and the patient was stable. The patient was admitted to the intensive care unit (ICU) for observation. The catheter was disposed by the facility and will not be returned.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa procedure a tricuspid leaflet in the right ventricle was torn. During ablations to the cti the farawave catheter entered the right ventricle through the tricuspid valve. The catheter became lodged in a leaflet and while freeing it a tricuspid leaflet was torn. Ablations to the cti are considered off label use as the farawave catheter is only indicated for pulmonary vein isolations. The catheter was successfully freed, and no tissue was seen on the device when it was removed from the body. No interventions took place for the torn leaflet, but the patient was admitted to the ICU for observation in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.